Manufacturer narrative:
Batch review performed on 5 december 2025. Reverse shoulder system 04.01.0003 std humeral diaphysis cementless 8 (k170910) lot: 184030: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0120 humeral reverse hc liner d 36/+3mm (k170452) lot: 1811942: (B)(4) items manufactured and released on 01-march-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xd 24.5 (k193175) lot: 189932: (B)(4) items manufactured and released on 27-dec-2019. Expiration date: 2024-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation: revision surgery performed due to joint subluxation occurring approximately 5 years and 10 months after the primary procedure. No pain was reported by the patient. The surgery was made to increase the height of the inlay to restore sufficient stability. These events are normally originated by progression of disease to the soft tissues. Additionally, during the surgery it was found that the stem was also loose. Aseptic loosening is a possible literature described adverse event after shoulder arthroplasties and causes are often unknown. No further conclusion can be drawn with the elements at hand. Root cause: subluxation: although a precise root cause cannot be established, these events are generally related to insufficient re-establishment of soft tissue tension after surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any manufacturing-related issue. Implant mobilization: aseptic loosening is a possible literature-described adverse event after primary shoulder arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Revision surgery due to joint subluxation at about 5 years 10 months from primary. No pain reported. It was therefore decided to perform surgery to increase the height of the inlay in order to restore sufficient stability. During the revision surgery it was found that the stem was also loose. The surgeon decided to revise the stem (same size, cementless to cemented), metaphysis (+0 to +9 mm) and liner (+3mm to +6 mm e-cross constrained) at 155 degrees. The surgery was completed successfully.